Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported by the patient that they received a tkr on (B)(6) 2014. The patient experienced persistent tibial pain. Infection was ruled out as a source of the pain with a blood test. A bone scan on (B)(6) 2015 indicated signs of loosening of the persona tibia. On (B)(6) 2015, the persona tibial component was revised. The tm patella and femoral components were not revised as no issue were identified with these components at the time. Despite the revision surgery, the patient continued to experience tibial pain following the revision surgery. The femoral and tibial components are not of zimmer biomet tmt design control. The tm patella is of zimmer biomet tmt design control, but was not revised.